Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the device was received and evaluated at the service center. The reported complaint that the output of the device shorted in coag was confirmed. The following defects were found during evaluation : -8 way socket corroded by fluid. -output shorted at cp power output ( dual rf board). The software of the device was modified, the dual rf board replaced along with the damaged connector, and the device was cleaned, newly calibrated, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the 8-way socket assembly. The ingress could have also caused the short in the rf board, however, given the information provided, we cannot determine a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy repair surgery on an unknown date, it was observed that the vapr vue generator device had an output shortage on coagulation. Another like device was used to complete the surgery without delay. There were no adverse patient consequences reported. No additional information was provided.